Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 571.6241. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had displayed error code 571.6241. There was no patient involvement.

Manufacturer narrative:
Please note that the initial report for MFR report # 2016493-2022-151380 was submitted for the error code 571.6241 which was observed during device servicing process. This follow-up report is submitted to add clarity to the previous report. Additional imdrf codes are included in this follow-up report to reflect the observed error code. Correction : annex a : a0404. Annex g : g04037. Annex c : c23. Additional information : annex a : a13. Annex g : g02004. Annex c : c02.

Event description:
It was reported that the device had displayed error code 571.6241. There was no patient involvement.